Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: g3, g4, g6, h2 and h6. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided.

Event description:
The customer reported a false positive result with the binaxnow covid-19 ag card. Pcr confirmation testing was performed and generated negative results (CT value not provided). Per the customer, the patient was symptomatic and exposed to covid while traveling. Although requested, additional information including patient treatment and outcome was not provided.